Event description:
On (B)(6) 2013, it was reported that high impedance was seen during system diagnostics on (B)(6) 2013. The patient¿s device was disabled, and the patient was referred for surgery. Follow-up showed that x-rays were taken but were not submitted for review. It was unknown if any manipulation or trauma occurred that was believed to have caused or contributed to the high impedance. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.